Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip completely broken off, cracked display window.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the reservoir compartment was cracked and pieces were falling off. The customer stated they had to tape the reservoir to the insulin pump. Customer's blood glucose was unknown. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.